Event description:
Additional information received via phone call. Product fault occurred only for this serial number and the other ventilators were working fine. The issue did not occur while in use with the patient because if the device does not turn on they will not use on a patient.

Manufacturer narrative:
Functional testing and confirmed the customer's complaint. Continuous flow was observed intermittently. Device cycled as intended during the initial check. Continuous flow was discovered immediately during the second attempt. The root cause for this event is leaking input manifold assembly. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this serial number. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was intermittently not cycling. It would turn on and then not cycle. It was reported this has happened on multiple patients. Adverse patient effects are unknown.